Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in august 2008 and it is more than 12 years old, well beyond its expected service life of 5 years. Upon visual inspection, the bottom enclosure at the screw wells area was observed cracked, unrelated to the reported complaint, and appeared to be the characteristics of user mishandling such as a drop. The bottom enclosure was replaced to remedy the observed issue. Unable to recover data archive due to defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The defective processor board was replaced to address the reported issue. After service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR error message upon power-up. No patient involvement.